Event description:
Customer states that the lot number, expiration date, and code number are missing from the strip vial. No adverse event reported. Requested return of suspect vial and replacement was sent.